Event description:
Rep reported that due to a non functional icp express cable, the pt went approx 10 hours without being monitored. There were no adverse consequences to the pt.

Manufacturer narrative:
It has been communicated that it is very unlikely that the device will be returned for investigation. The device and/or lot info has not been provided. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.